Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information added in b5 and section d for lot number. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information received on december 19,2025 the malfunction occurred in 2 separate procedures, previously mentioned cross referenced MDR is not related.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal(B)(4)

Event description:
It was reported that the tool generated smoke and a spark was created in the distal part at first use. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-02376